Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.